Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log of the tenaculum forceps (part # 470207-10 / lot # n10181017-0117) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sk2408 for a myomectomy procedure. The instrument had one use remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it is unknown if a fragment fell into the patient. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a piece of the cable from the tenaculum forceps instrument was frayed. It was unknown if a fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Additional information can be found in: d9, g3, g6, h2, and h3 evaluation information can be found in: h6 and h10 intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a frayed pitch cable at the distal clevis hub. Other cables were not damaged. The housing was removed from the back end and no damage was observed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.